Event description:
Atrial lead impedance is showing 95 ohms. Possible capture issue noted on ra lead. (B)(4). This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).